Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test returned test strips because they were previously dosed.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 171 mg/dl (instant) and 96 mg/dl (lab).